Event description:
The customer observed false nonreactive alinity I anti-hbc results for two patients on the alinity I, sn (B)(6). The samples were repeated and were reactive which matched historical results for both patients. The following data was provided(the cutoff is 1.00 s/co): patient 1 initial result = 0.34 repeat result = 3.84 s/co. Patient 2 initial result = 0.65 repeat result = 6 s/co no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I anti-hbc ii reagent lot number 53308be01 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all reviewed data, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for two patients on the alinity I, sn (B)(6). The samples were repeated and were reactive which matched historical results for both patients. The following data was provided(the cutoff is 1.00 s/co): patient 1: initial result = 0.34 repeat result = 3.84 s/co. Patient 2: initial result = 0.65 repeat result = 6 s/co no impact to patient management was reported.